Event description:
A us distributor contacted zoll to report that a patient developed a wound under the lifevest equipment. Patient described the area as a raw wound under the breast area. There was no alleged device malfunction contributing to the wound. The patient¿s nurse was treating the wound. Follow up indicated that the wound improved.